Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) exhibited pocket infection, developed hematoma and patient experienced discomfort. A revision was performed and the crt-d along with the right ventricular (rv) and left ventricular (lv) leads were explanted. There were no adverse patient effects reported. No indication if the product will be returned.

Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.

Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed. The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) exhibited pocket infection, developed hematoma and patient experienced discomfort. A revision was performed and the crt-d along with the right ventricular (rv) and left ventricular (lv) leads were explanted. There were no adverse patient effects reported. No indication if the product will be returned.